Manufacturer narrative:
(B)(4).

Event description:
It was reported that pusher wire fracture occurred. The target lesion was located in the internal carotid artery. A 18mmx50cm interlock¿ was selected to be used. During the procedure, multiple coils were deployed successfully. Then, this device was used and it was noted that the coil became stuck. Resistance was noted and the pusher wire was felt to be freely moving. So, the device was removed and found out that the wire was broken. Another 22mmx60cm interlock¿ was used and resistance was experienced. When the microcatheter was checked for any issue, the hub of the microcatheter fell off. The coil and microcatheter was removed together and the procedure was competed with a different device. No patients complications were reported and the patient 's condition was fine.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. The pusher wire was returned for this complaint along with the catheter. The introducer sheath was inspected and found to be broken at the distal portion. The dimensions that could be measured were found to be in specification. It was not possible to record any of the dimensional specifications as the distal portion of the pusher wire was broken off and not returned to site for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "in order to achieve excellent performance of the interlock fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between the microcatheter and guiding catheter, and the microcatheter and any intraluminal device. Continuous flushing: reduces retrograde blood flow into the microcatheter and introducer sheath during coil delivery. Reduces contrast crystal formation and/or thrombosis on the delivery wire and in the guiding catheter and microcatheter lumens. Reduces premature coil thrombosis." (B)(4).

Event description:
It was reported that pusher wire fracture occurred. The target lesion was located in the internal carotid artery. A 18mmx50cm interlock was selected to be used. During the procedure, multiple coils were deployed successfully. Then, this device was used and it was noted that the coil became stuck. Resistance was noted and the pusher wire was felt to be freely moving. So, the device was removed and found out that the wire was broken. Another 22mmx60cm interlock was used and resistance was experienced. When the microcatheter was checked for any issue, the hub of the microcatheter fell off. The coil and microcatheter was removed together and the procedure was competed with a different device. No patients complications were reported and the patient's condition was fine.